Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cultures taken tested positive for staphyloccus haemolyticus, staphylococcus epidermidis, diphtheriods, candida parapsilosis. The patient also developed a hematoma of the device pocket after the explant procedure and before the leadless pacemaker was implanted. Surgical evacuation and placement of a surgical drain was done to treat the hematoma.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with drainage from the cardiac resynchronization therapy defibrillator (crt-d) implant site due to infection. The device had been implanted approximately four months prior with an antibacterial absorbable envelope. The patient was started on antibiotics. The patient was paced externally and the crt-d system was removed except for the right ventricular (rv) lead which was abandoned due to encasement in the superior vena cava (svc) and coagulopathy. The lead was also noted to have fractured. The patient developed a gastrointestinal bleed during the procedure and received a blood transfusion. The patient continued to experience oozing from the pocket which required re-exploration a few days later to cauterize bleeders. The patient also experienced acute encephalopathy from alcohol withdrawal and hepatic encephalopathy. The patient subsequently had a leadless pacemaker implanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event. It was further reported that the cultures taken tested positive for staphylococcus haemolyticus, staphyloco ccus epidermidis, diphtheroids, candida parapsilosis. The patient also developed a hematoma of the device pocket after the explant procedure and before the leadless pacemaker was implanted. Surgical evacuation and placement of a surgical drain was done to treat the hematoma. The patient experienced soreness when initially presenting with drainage.

Manufacturer narrative:
Patient codes (ime/annex e). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 429888 lead implanted (B)(6) 2014; 6947m55 lead implanted (B)(6) 2013; 5076-45 lead implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with drainage from the cardiac resynchronization therapy defibrillator (crt-d) implant site due to infection. The device had been implanted approximately four months prior with an antibacterial absorbable envelope. The patient was started on antibiotics. The patient was paced externally and the crt-d system was removed except for the right ventricular (rv) lead which was abandoned due to encasement in the superior vena cava (svc) and coagulopathy. The lead was also noted to have fractured. The patient developed a gastrointestinal bleed during the procedure and received a blood transfusion. The patient continued to experience oozing from the pocket which required re-exploration a few days later to cauterize bleeders. The patient also experienced acute encephalopathy from alcohol withdrawal and hepatic encephalopathy. The patient subsequently had a leadless pacemaker implanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.